Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: tsukuba medical center hospital, tsukuba medical center (public interest incorporated foundation) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this is a case of spontaneous catheter dislodgement. A 14fr catheter was placed in the operating room on (B)(6). Urine flow was unremarkable thereafter. On (B)(6), the patient moved to the restroom to have a bowel movement. When the patient stood up after using the restroom, the catheter fell out. There was no irrigation fluid in the catheter, and the patient reported no pain. Urine was visible in the catheter until just before the incident.